Event description:
Complainant alleged that the medics were attempting to monitor a pt, who had collapsed at their residence. The medics determined that the pt was in cardiac arrest. They attemtped to monitor the pt using stat pads multi-function electrodes with a zoll m-series defibrillator/pacemaker (serial number unknown), but the device screen displayed a "check pads" message. The medics checked all connections and pressed down on the pads to ensure that the electrodes were completely coupled with the pt's skin, but the device continued to display the same message. The medics then obtained their zoll 1600 defibrillator/pacemaker (serial number unknown) and connected this device to the same electrodes, but the device displayed an "ECG leads off" error message. Again, the medics determined that all connections were securely attached and pressed down on the pads, but the device continued to display the same message. The medics then obtained the transport team's non zoll device and non zoll electrodes and monitored the pt. The complainant indicated that the medics had performed CPR on the pt, but pt was unable to say if the CPR was performed prior to or subsequent to pad application to the pt. Please reference the stat pads multi-function electrode package insert, which warns the user: "do not conduct chest compressions through the pads. Doing so may cause damage to the pads..." The complainant reported that the pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.